Manufacturer narrative:
The device has been received and evaluation is in progress. DHR review revealed nothing relevant to this event. Arthrex will continue to investigate this issue. A follow up report will be submitted with significant info obtained from the investigation.

Event description:
It was reported that the implant broke at the hex on insertion. The broken piece remains in the pt, however, no adverse consequences were reported as a result of this event. This device is used for treatment.